Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump motor slows down and stops during the prime process. The customer's blood glucose was unknown at the time of incident. The customer stated the issued started last month. The customer performed self-test and test passed. The customer request the insulin pump be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08795 inches. The pump primed properly. The motor traveled forward and rewound properly. No unexpected motor slowing down or stopping during the prime/fill sequence noted. The motor was tested outside of the device and passed. No cosmetic damage noted during physical inspection. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.